Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an anomaly during the rewind/ fill tubing process of the insulin pump. The customer's blood glucose was 233 mg/dl. The customer stated that they are unable to exit the preparing to prime loop. They were holding down the button to fill the tubing, and then once the button was released the device counted the drops of insulin but did not proceed to the next step. Assistance was provided and the customer stated that they were still having trouble. Insulin did exit through the tubing however the numbers did not appear on the screen of the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.